Event description:
Additional information indicates that programming changes were made and the patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remote via merlin.net transmission, post sensed t-wave oversensing during high ventricular rate episodes was observed. Programming changes were discussed for a later date.